Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made mistake. It was unknown if the patient was hospitalized due to the event. The patient was treated with vancomycin injection (1gm, ip, every 3 days, duration was not reported) and fortum injection (1 gm, ip, every day and duration was not reported) for peritonitis. Four days after onset, the patient was discharged from the hospital and has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.